Event description:
An optometrist reported a case of photophobia, observed on a patient's right eye at the two week post lasik visit. Reporter indicated the topical steroid drop dosage was increased. Patient noted having to wear sunglasses while indoors. There are two medical device reports associated with this event. This report references the right eye. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).